Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in filling and loading a new cartridge on the pump, and the load process was completed, allowing the caller to resume insulin delivery.